Event description:
The customer reported that the device failed the pacer test. The device was not in use at the time of the event.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the pacer test. The device was not in use at the time of the event. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.